Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the "b" button was not responding. Insulin pump will be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump had o button error alarm. The device was received with no button response due to flattened act keypad dome. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Unable to perform functional test due to keypad anomaly. The keypad connector was found closed properly during visual inspection. Unable to verify low battery alarm due to keypad anomaly.